Manufacturer narrative:
(B)(4). Batch #p93c88. Investigation summary: the analysis results found that the el5ml device was returned inside its package unopened and with no damage in the external components. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 15 conforming clips. Upon testing, the jaws open and close without any difficulties. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during the procedure the clip applier wasn¿t firing smoothly and the clips aren¿t properly formed. No patient consequence reported.